Event description:
This 48-yr-old female underwent bilateral mastectomies with implantation od silicone gel implants in 1973 and has had several subsequent reconstructions, the latest in 1984. The last several yrs she has had increased breast pain and muscle pain associated with fibromyalgia. There is no record of the implants being implanted at this facility, however, both implants bear a imprint "220cc". Gross exam: the right implant is without gross evidence of leakage.